Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Recall joystick on 2/4 still having issues with joystick not functioning correctly. She states it slows her down from time to time, it also sends her in a direction she is not always travelling.